Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin on (B)(6) 2026. On 01/22/2026, it was reported that the patient woke up and felt lightheaded. The patient¿s cgm was reading 50 mg/dl while the bg meter was reading 600 mg/dl. The patient did not give herself any medication or treatment. The patient drove herself to the emergency room (ER). At the ER, blood work was done and her bg level was 300 mg/dl while the cgm meter read 123 mg/dl. The patient was treated with IV fluids and was discharged after approximately 5 hours. The patient also calibrated her cgm device and after calibration, the cgm was reading 238 mg/dl while the bg meter was reading 267 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the ER, the reported glucose values fall within the c zone of the parkes error grid. After calibrating, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.